Event description:
A nurse was getting in to assess the patient and noticed that the PICC line was broken in two and oozing minimal amount of intravascular fluid (ivf) with an even smaller amount of serosanguinous fluid. The PICC line was clamped off and removed by the nurse without difficulty.